Event description:
Received information stating the patient had complained of burning in the middle of his back shortly after his ins was replaced. The leads were taken out and it was found that one of the leads was broken and had caused a "three inch burn to the nervous system". Two plastic plates were put in place. Patient states he has not had any reprogramming done since his leads were taken out and he is currently not receiving effective stimulation on the left side. He would like some help finding a new physician and getting his device reprogrammed.

Manufacturer narrative:
(B)(4).